Manufacturer narrative:
Upon visual inspection, it was observed that the seal from the packaging was damaged; it was noted that the cannula shaft hit the foil causing a dent that means sterile barrier was compromised; the dent was noted to be from inside out. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and absorbable straps were used. Preoperatively, defects in the weld of the primary device packaging were noted. Another like device was used to complete the procedure with no adverse patient consequences.